Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 9393007, 510k #k094025 and (B)(4) was cleared in the united states. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior interbody fusion at th10/s2ai(5/s) due to spinal deformity. During the surgery, the cage broke with a snap sound when it was inserted into the vertebral body. The cage broke into three pieces. The event occurred before the cage was released from inserter. A new cage of the same size was inserted without problem. No fragment of the broken cage remained in the patient. No patient complications were reported as a result of the event.

Manufacturer narrative:
Product analysis: macroscopic examination confirmed the implant was fractured into multiple pieces and broken. Microscopic examination of the fracture identified a brittle fracture with rays indicating the direction of fracture. Microscopic examination identified damage and location of fracture initiation at the inserter interface consistent with bend stress overload during attempted implantation. If information is provided in the future, a supplemental report will be issued.